Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion could be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
Two drill bits broke during an scfe (slipped capital femoral epiphysis) procedure. As the surgeon backed out the 1st drill bit, it was noted that the tip was broken. The broken tip was still attached to guide wire. All pieces from the 1st drill bit were retrieved. Surgeon used a 2nd drill bit, and while backing out, noticed the tip had also broken off. Surgeon could not retrieve the broken piece from the pt. Broken tip remains in the pt's left hip (femoral neck). Procedure was completed. Currently, it is unk as to which part number of the two drill bit remains in pt. This is the 2nd of 2 reports submitted on this event.